Event description:
IV catheter became detached from hug and lodged in pt vein requiring surgical removal under anesthesia. Pt doing well post op. Pt came to hospital ed via ems (with copd and gi issues), which had started the IV. Pt was admitted and 10 hours later IV was leaking. When rn attempted to remove IV, it was discovered that only hub was visible and catheter was not attached. Unable to retrieve catheter without surgery. Unfortunately, operating room did not save retrieved catheter.